Event description:
It was reported that during a catheter dye study, the physician was only able to aspirate 2cc of a red fluid from the catheter access port (cap); it was confirmed with fluoroscopy that physician was in the cap. The catheter was visualized prior to dye study and "everything looked normal." It was thought by the physician that the fluid aspirated looked like peritoneal fluid; this was going to be sent for testing. Dye could not be injected and an exploratory catheter surgery was going to be conducted. It was thought that the catheter dye study was being conducted because the patient was not reaching efficacy. It was unknown what drug the device system was used to deliver. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).